Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's co2 module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not picking up the paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not picking up the paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's co2 module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.